Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("migration and/or perforation/fallopian tube rupture"), genital haemorrhage ("abnormal bleeding") and systemic lupus erythematosus ("lupus nos") in a 27-year-old female patient who had essure (batch no. 676713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included multigravida and parity 3. Concomitant products included co-trimoxazole (bactrim). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6)2010, the patient experienced allergy to metals ("allergic and/or hypersensitivity reactions/ nickel allergy") with skin ulcer, emotional disorder ("drastic emotional changes/ emotional instability"), skin discolouration ("skin discoloration"), urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("debilitating menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), kidney infection ("infections/ kidney infection") and anal haemorrhage ("anal bleeding"). In january 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and weight increased ("weight gain"). In january 2015, the patient experienced dental caries ("tooth decay/ dental problems"). In march 2015, the patient experienced vaginal discharge ("discharge"). In 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and vision blurred ("vision/eye problems type: blurry"). In october 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant) with pelvic pain, abdominal pain and abdominal pain lower, menstruation irregular ("irregular menstrual cycles"), amnesia ("prolonged, memory loss"), dysgeusia ("metallic taste in mouth"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis") and visual impairment ("vision/eye problems type: shrinking"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, kidney infection, allergy to metals, amnesia, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved and the systemic lupus erythematosus, emotional disorder, vaginal haemorrhage, menorrhagia, skin discolouration, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, vision blurred, visual impairment, weight increased and anal haemorrhage outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anal haemorrhage, bladder disorder, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, kidney infection, menorrhagia, menstruation irregular, migraine, nausea, skin discolouration, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("migration and/or perforation/fallopian tube rupture"), genital haemorrhage ("abnormal bleeding") and systemic lupus erythematosus ("lupus nos") in a 27-year-old female patient who had essure (batch no. 676713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multigravida and parity 3. Concomitant products included sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2010, the patient experienced allergy to metals ("allergic and/or hypersensitivity reactions/ nickel allergy") with skin ulcer, emotional disorder ("drastic emotional changes/ emotional instability"), skin discolouration ("skin discoloration"), urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("debilitating menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), kidney infection ("infections/ kidney infection") and anal haemorrhage ("anal bleeding"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dental caries ("tooth decay/ dental problems"). In (B)(6) 2015, the patient experienced vaginal discharge ("discharge"). In 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and vision blurred ("vision/eye problems type: blurry"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant) with pelvic pain, abdominal pain and abdominal pain lower, menstruation irregular ("irregular menstrual cycles"), amnesia ("prolonged, memory loss"), dysgeusia ("metallic taste in mouth"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis") and visual impairment ("vision/eye problems type: shrinking") and was found to have vitamin d decreased ("low vitamin d issue"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, kidney infection, allergy to metals, amnesia, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved and the systemic lupus erythematosus, emotional disorder, vaginal haemorrhage, menorrhagia, skin discolouration, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, vision blurred, visual impairment, weight increased, anal haemorrhage and vitamin d decreased outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anal haemorrhage, bladder disorder, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, kidney infection, menorrhagia, menstruation irregular, migraine, nausea, skin discolouration, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitamin d decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones reported via social media : vitamin d decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: social media received- new event low vitamin d issue were added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("migration and/or perforation/fallopian tube rupture"), genital haemorrhage ("abnormal bleeding") and systemic lupus erythematosus ("lupus nos") in a 27-year-old female patient who had essure (batch no. 676713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included multigravida and parity 3. Concomitant products included co-trimoxazole (bactrim). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2010, the patient experienced allergy to metals ("allergic and/or hypersensitivity reactions/ nickel allergy") with skin ulcer, emotional disorder ("drastic emotional changes/ emotional instability"), skin discolouration ("skin discoloration"), urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("debilitating menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), kidney infection ("infections/ kidney infection") and anal haemorrhage ("anal bleeding"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dental caries ("tooth decay/ dental problems"). In (B)(6) 2015, the patient experienced vaginal discharge ("discharge"). In 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and vision blurred ("vision/eye problems type: blurry"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant) with pelvic pain, abdominal pain and abdominal pain lower, menstruation irregular ("irregular menstrual cycles"), amnesia ("prolonged, memory loss"), dysgeusia ("metallic taste in mouth"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis") and visual impairment ("vision/eye problems type: shrinking"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, kidney infection, allergy to metals, amnesia, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved and the systemic lupus erythematosus, emotional disorder, vaginal haemorrhage, menorrhagia, skin discolouration, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, vision blurred, visual impairment, weight increased and anal haemorrhage outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anal haemorrhage, bladder disorder, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, kidney infection, menorrhagia, menstruation irregular, migraine, nausea, skin discolouration, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 27-jun-2018: information from pfs and mr. New reporter added. Patient¿s demographics added. Lot number added. New event added: drastic emotional changes/ emotional instability, abnormal bleeding (vaginal, menorrhagia), skin discoloration, uti, apareunia (inability to have sexual intercourse), lupus, bladder or urinary problems or changes, migraines, headaches, nausea,vision/eye problems type: blurry, shrinking, weight gain, anal bleeding, essure confirmation test(s) conducted: no. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('migration and/or perforation/fallopian tube rupture') in a 27-year-old female patient who had essure (batch no. 676713,3352473,3348138-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multigravida, parity 3, ear infection, boil, dyspnea, sneezing, wheezing, anxiety, depression, difficulty focusing eyes, insomnia, mood swings, sleep disorder, blood in stool, melena, dermatitis, vaginal discomfort, rectal bleeding, skin infection, malaise, fever, flank pain, low back pain and skin lesion. Concomitant products included sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2010, the patient experienced allergy to metals ("allergic and/or hypersensitivity reactions/ nickel allergy") with skin ulcer, emotional disorder ("drastic emotional changes/ emotional instability"), skin discolouration ("skin discoloration"), urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("debilitating menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding"), kidney infection ("infections/ kidney infection") and anal haemorrhage ("anal bleeding"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dental caries ("tooth decay/ dental problems"). In (B)(6) 2015, the patient experienced vaginal discharge ("discharge"). In (B)(6) 2016, the patient experienced systemic lupus erythematosus ("autoimmune disorder-lupus"). In 2016, the patient experienced vision blurred ("vision/eye problems type: blurry"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, menstruation irregular ("irregular menstrual cycles"), amnesia ("prolonged, memory loss"), dysgeusia ("metallic taste in mouth"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), visual impairment ("vision/eye problems type: shrinking") and pelvic infection ("pelvic infection") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, kidney infection, allergy to metals, amnesia, dysgeusia, dental caries, abdominal distension, endometriosis and cystitis had not resolved, the systemic lupus erythematosus, alopecia, fatigue, emotional disorder, skin discolouration and urinary tract infection had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, vision blurred, visual impairment, weight increased, anal haemorrhage, vitamin d decreased and pelvic infection outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anal haemorrhage, bladder disorder, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, kidney infection, menorrhagia, menstruation irregular, migraine, nausea, pelvic infection, skin discolouration, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitamin d decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones reported via social media : vitamin d decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: ¿update of information (batch is not valid)¿. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('migration and/or perforation/fallopian tube rupture') in a 27-year-old female patient who had essure (batch no. 676713,3352473,3348138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multigravida, parity 3, ear infection, boil, dyspnea, sneezing, wheezing, anxiety, depression, difficulty focusing eyes, insomnia, mood swings, sleep disorder, blood in stool, melena, dermatitis, vaginal discomfort, rectal bleeding, skin infection, malaise, fever, flank pain, low back pain and skin lesion. Concomitant products included sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2009, the patient had essure inserted. In december 2009, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In january 2010, the patient experienced allergy to metals ("allergic and/or hypersensitivity reactions/ nickel allergy") with skin ulcer, emotional disorder ("drastic emotional changes/ emotional instability"), skin discolouration ("skin discoloration"), urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In february 2010, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In march 2010, the patient experienced dysmenorrhoea ("debilitating menstrual pain/ dysmenorrhea (cramping)"). In january 2011, the patient experienced genital haemorrhage ("abnormal bleeding"), kidney infection ("infections/ kidney infection") and anal haemorrhage ("anal bleeding"). In january 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and was found to have weight increased ("weight gain"). In january 2015, the patient experienced dental caries ("tooth decay/ dental problems"). In march 2015, the patient experienced vaginal discharge ("discharge"). In april 2016, the patient experienced systemic lupus erythematosus ("autoimmune disorder-lupus"). In 2016, the patient experienced vision blurred ("vision/eye problems type: blurry"). In october 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, menstruation irregular ("irregular menstrual cycles"), amnesia ("prolonged, memory loss"), dysgeusia ("metallic taste in mouth"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), visual impairment ("vision/eye problems type: shrinking") and pelvic infection ("pelvic infection") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, kidney infection, allergy to metals, amnesia, dysgeusia, dental caries, abdominal distension, endometriosis and cystitis had not resolved, the systemic lupus erythematosus, alopecia, fatigue, emotional disorder, skin discolouration and urinary tract infection had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, vision blurred, visual impairment, weight increased, anal haemorrhage, vitamin d decreased and pelvic infection outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anal haemorrhage, bladder disorder, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, kidney infection, menorrhagia, menstruation irregular, migraine, nausea, pelvic infection, skin discolouration, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitamin d decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones reported via social media : vitamin d decreased quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : events outcome updated, reporter added, patient demographic added, essure removal date added, events onset date, concomitant drug, medical history added. Pelvic infection event was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and/or perforation/fallopian tube rupture"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain, abdominal pain and abdominal pain lower, device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions") with rash, amnesia ("prolonged, memory loss"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved. The reporter considered abdominal distension, alopecia, amnesia, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular and vaginal discharge to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.